Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer¿s blood glucose level. He customer reloaded the cartridge to resolve the issue.